Event description:
It was reported that the insulin pump had an unresponsive keypad and some of the keys were not working. The customer's blood glucose was 252 mg/dl. The called also stated that the customer was in the hospital due to a broken leg. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no esc and act button response due to flatten button dome switches. Unable to perform the excessive no delivery test due to the unresponsive buttons. The device also was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked pump belt clip slot.